Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/13/2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 330mg/dl with large ketones, and abdominal pain, associated with inaccurate delivery. It was reported that the patient was treated at home and the ketones were resolved. The reporter denied an infusion set issue and insisted that the pump was the issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, associated with an unspecified pump issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 2.60u ezcarb normal bolus on (B)(6) 2017 at 14:51. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.